Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fuse 20a 250v shipped to site 06/01/2016. No parts have been received by manufacturer for analysis. On 06/01/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. No line power present at the mvs. Main input fuses blown. Medtronic representative replaced main line fuses and performed a system checkout. Imaging system operational. Issue resolved. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that following a procedure, the radiographic technologist (rt) was removing the imaging system from the operating room (or) and plugged in the mobile view station (mvs) to an outlet as it was not holding a charge. The mvs was continually beeping until it powered off. The rt attempted to use multiple outlets and the mvs and imaging system were not receiving power. No further details regarding the issue were provided. There was no patient present when this issue was identified.